Event description:
Ppf alleges pain in both hips, metallosis and the levels of cobalt and chromium in my blood were extremely high. After review of medical records, the patient was revised for metallosis from metal on metal depuy hip. Operative notes reported that a discoloration of blacken tissue was seen in the trochanteric bursa extending down into the joint. A pseudotumor was excised. Doi: (B)(6) 2003; dor: (B)(6) 2019 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a complaint database search and/or manufacturing record evaluation (mre) will not be performed. UDI (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received: bilateral metal on metal hip replacement in 2003. Currently having a bilateral hip pain starting in 2012. Orthopedic doctor did blood test and MRI confirmed metallosis and elevated ions. In addition, presenting inflammation of the bursa with pain. Doi: (B)(6) 2003 - dor: none reported (left hip). Patient contacted, in addition to what is stated above, the patient also indicated she is experiencing kidney damage and tinnitus. She confirmed that she has not been revised on either side. Litigation alleges pain, discomfort and soreness in the hip area affecting her ability to perform daily activities. Laboratory tests have confirmed that the patient has elevated cobalt and chromium levels in the blood resulting to metal on metal abrasion. The patient underwent a painful and risky revision surgery to remove the defective implant.